Event description:
Customer's family member reported that the customer was acting strange. Her blood sugar level was at 39 mg/dl and she had given herself a 30 unit injection. Customer was treated at that time, but now she was acting like her blood sugars were low again. Customer refused to eat or check her blood sugars. Assisted with putting the pump into suspend and contacted the paramedics. After the customer was stabilized she called us back to troubleshoot the pump. The troubleshooting indicated the device was working properly. Customer does not know why she had given herself the 30 unit injection.